Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and myopotential oversensing on the right atrial channel. Due to this, multiple episodes were inappropriately marked as pacemaker mediated tachycardia (pmt). Further evaluation and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.